Event description:
It was reported via repair work order that the hydraulic jack was stuck up and would not lower due to a malfunctioned hydraulic jack assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.